Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, functional testing was performed and no anomalies were observed.

Event description:
It was reported that the mode of the external pulse generator (epg) had been changed and subsequently the battery depleted in "four days." Of note, the epg was not used at a high output and an old battery had been used. The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the mode of the external pulse generator (epg) had been changed and subsequently the battery depleted in "four days." Of note, the epg was not used at a high output and an old battery had been used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).